Event description:
It was reported that, "10 years ago, the patient fell and fractured her acetabulum. Through time, she developed pain, because of the fractured acetabulum. Stem stayed in, only cup and head was replaced." The reported device was implanted in 1989, however, exact date was not provided.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The patient decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.